Event description:
It was reported that the drill broke during use. The drill was able to be extracted and is not left behind in the body. No adverse event reported, delay of 10 minutes.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Manufacturer narrative:
One "acutrak 2® - 4.7 profile drill" was returned; only the main body portion of the broken driver was returned. The drill was examined under magnification. The cannulated drill exhibits a complex breakage, with surfaces within the fracture region sitting at varying oblique angles to the device axis; this results in a jagged fracture region. Signs of ductility are not present at the fracture site (e.g. Necking). Signs of fatigue are not present at the fracture site (e.g. Progression marks). Cutting edges of drill flutes appear to be worn or dulled. The overall length of the main body portion was measured with caliper; measured length was 4.9230 inches. No definitive conclusions can be made.